Event description:
The target vessel was not calcified and its tortuosity was unknown. Two days after the index procedure with an ivc filter (466-f220af), the patient developed a syncopal attack in the bathroom and urgently transported to the hospital. He was diagnosed with pe. It was confirmed the filter was migrated to the pulmonary artery. Angiography will be performed again in four days and removal of the filter will be discussed. The patient is in stable condition at present. Additional information indicated that the indication for filter insertion was (pe) pulmonary embolism, and a large thrombus was present at delivery site. Anticoagulation therapy was given with unknown medication, and there was no contraindication for anticoagulation. Pre/post imaging was completed, but the films are not available. The size and shape of the vena cava was 27mm in the initial filter insertion, but was 30mm after transported to the hospital. The patient was injured, since the filter migrated to the pulmonary artery and pe occurred, due to the thrombus that the filter could not trap. The optease filter was used, and it was verified prior to deployment that the hook was caudal. There was complete wall apposition in the initial filter placement, but the filter was off the vessel wall after 2 days when the patient was transported in the hospital. The filter was deployed without tilt in the (ivc) inferior vena cava. There was a large thrombus present. The filter was not fractured. No CPR was administered, the patient was not put into trendelenburg position or given any increased amounts of fluids, either orally or IV prior to the migration.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14146184 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ivc filter migration is a known potential adverse event associated with optease implantation and is listed in the IFU (instructions for use) as such. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. This patient had the pre-existing pulmonary embolus with the presence of a large thrombus at the ivc filter site. Review of the limited information suggests that patient factors may have contributed to the reported events.